Event description:
It was reported that the intra-aortic balloon (iab) was prepped for insertion. Md inserted the sheath via the femoral artery. While inserting the iab into the sheath it began to unravel. As a result, the md removed the sheath and iab as one unit. The md requested another iab for insertion. The second iab was prepped per instruction and when it was removed from the tray, it fell onto the pt's bed. Due to this incident the md requested a third iab. Reference medwatch 1219856-2008-00461 for the second event involving the same pt.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.